Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there is concern over a dislodgement of the defibrillation lead and a lead revision procedure was scheduled. It was noted that the patient has received six shocks for ventricular fibrillation (vf) in the last two weeks. During two of the events, the first shock did not successfully convert the patient out of the rhythm, subsequently two shocks at 41 joules were needed to convert the vf. The lead was successfully repositioned and no adverse patient effects were reported.